Event description:
Left knee effusion, swelling of the left knee, bilateral knee replacement surgery, information was received on 13-nov-2006 from a husband regarding a female patient with a medical history of osteoarthritis, who experienced left knee effusion, swelling of the left knee and bilateral knee replacement surgery. The patient began treatment with synvisc on an unspecified date in 2004. The patient received an unknown number of synvisc injections on unspecified dates in 2004. The reporter stated that his wife experienced swelling of the left knee after receiving synvisc. The patient's doctor had to "lance" the knee to remove the fluid. One year later, the pt had bilateral knee replacement surgery. At the time of this report the pt's outcome was unk.